Manufacturer narrative:
Evaluation summary: one device was evaluated. Service center technician reported that the battery was at the end of its life. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the report, the device showed high values compared to the monitor. There was no patient involvement during this event.